Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient admitted to the implanting hospital with complaints of headache. At this time testing revealed an elevated inr of 4.7 with a mean arterial pressure between 100-110 mmhg. Multiple head CT scans were performed to evaluate the patient. Anticoagulation therapy was changed multiple times during hospitalization. A follow up CT scan of the head revealed a new and recent subarachnoid hemorrhage. The patient was transfused with two units of platelets. The patient improved, returning to normal activity and was discharged home. The device was not returned to the manufacturer for analysis as it remains implanted. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately eight months post hvad implantation the patient was admitted to the hospital with complaints of headache, elevated inr and ldh levels and map's between 100-110. Initial CT of the head results was negative. The patient's coumadin was held but a heparin drip was started. Anticoagulation varied based on lab results and clinical evaluation but included ticagrelor, plavix, aspirin and integrilin at one point. Integrilin was started after inr was noted to be 1.8. The patient subsequently developed a headache and as a result all anticoagulants were discontinued. A follow up CT of the head revealed a new subarachnoid hemorrhage within the left frontal region and left sylvian fissure. The patient was subsequently transfused two units of platelets. His inr at this time was 2.1. CT scan results post transfusion revealed redistribution and reduction of the subarachnoid hemorrhage. The patient was discharged home several days later. Additional information received indicated that the patient had resumed his normal daily activities. Investigation is ongoing.